Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin via an implantable pump. It was reported the patient had a pump refill on (B)(6) 2022 where the expected residual volume (erv) was 5ml and they got back /actual residual volume (arv) was 14.5ml. It was confirmed that the accuracy was 0.73. No symptoms were reported/no impact to the patient. No additional medical intervention was required to prevent injury or impairment. There is no resolution for this particular incident and no action taken. In regards to the underlying cause of the volume discrepancy, the cause is being investigated. The patient's medical history included pulmonary hypertension (ph), thrombocytopenia, gestational diabetes, hypothyroidism, and pancreatic cysts (gastrointestinal).